Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced increased baseline pain. The symptoms began following a pump replacement on (B)(6) 2011. It was later reported that there was a catheter issue. The catheter could not be aspirated during a dye study. The patient was taken to surgery on june 30 and the issue was apparently resolved. The drug used in the pump at the time of the event was morphine.